Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
Left corail/pinnacletotal hip replacement: the surgeon was drilling for pinnacle screws in a pinnacle sector cup. The 40mm drill bit bent during use. A 55mm drill bit was then selected, drilled and screw placed. The 55mm drill bit subsequently broke during attempted drilling of the next hole. The 25mm drill bit was then selected. This had difficulty staying connected to the flexible drill shaft and was disconnecting during use. It also subsequently broke during use. One screw hole was utilized only and the surgery proceeded. All components of the drill were removed from the patient. The surgeon suspects the drill may have perforated the medial wall of the pelvis during use, this was before the breakages. 5 minutes delay to the surgery.. Relevant patient pre-existing conditions: right total hip replacement.